Manufacturer narrative:
(B)(6) 2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that there was an unknown screen fault. There was no patient involvement. The event date was not specified estimate used.

Manufacturer narrative:
Date of report: 03oct2018. Date of manufacturer: 28sep2018. The customer reported that the issue was resolved. No further information was provided. No parts were returned to philips for evaluation, therefore, a root cause could not be established.